Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was attempted to be implanted with an impella cp device for mechanical circulatory support. As the team was preparing for implantation and the pump passed through the 14fr sheath, the console displayed a "change aic (automated impella controller)" alarm. The aic was changed, however the alarm persisted. The physician decided to explant the impella cp and replace it with a new impella cp. No further information is available.

Manufacturer narrative:
The investigation for the reported "pump not detected" alarm has been completed. The impella device has not been returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the issue could not be determined. This report is being filed as part of a retrospective review of historical records.